Manufacturer narrative:
It was initially reported that the device would be made available for evaluation. However, multiple attempts to obtain the sample were unsuccessful. This reported has been updated to reflect the corrected information. It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Refer to MDR 1226348-2016-10374 for information related to the additional device involved in this event.

Manufacturer narrative:
UDI: gtin unavailable. Upon completion of the investigation a follow up report will be filed.

Event description:
Icp measurement random and not accurate according to state of patient. Patient present a ventricular hemorrhage. Patient treated with icp measurement with evd catheter and external drainage. Icp measurement shows reading from 1 to 20 with peak to 60 unbelievable according to patient state. The patient is extubated and conscious, lead surgeon to not trust icp measurement. After irm the values of icp measurement dropped to - 1 --9 surgeons thinks it's more accurate to reality of state of patient. Thanks for investigating the icp probe and wait for the report. On 4/29/2016 per rep: "the device is currently in use not removed. The microsensor will be sent for evaluation as soon as possible."